Event description:
It was reported the right atrial (ra) lead was part of a full system explant due to infection. Prior to the explant, this lead was inactive as it was surgically abandoned in (B)(6) due to a therapy upgrade. This procedure was completed successfully. There were no additional adverse patient effects reported.

Manufacturer narrative:
This report contains updates from additional information received. B5: describe event or problem has been updated.

Event description:
It was reported the right atrial (ra) lead was part of a full system explant due to infection. Prior to the explant, this lead was inactive as it was surgically abandoned in july due to a therapy upgrade. This procedure was completed successfully. There were no additional adverse patient effects reported. Additional information was received from the field that noted the patient had a revision procedure to move the system to the right side due to lack of venous access. A couple weeks after the revision procedure, the patient developed an infection on the left and right side. As a result, the entire system was explanted.